Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. Usb 3 firmware v1.4 contains an issue in the portion of code used to optimize sensor performance. If the optimization occurs during an exposure or sensor readout, there is a chance that the resulting image will be corrupted. Image data following the point of corruption will consist of data that was previously held in the memory of the usb device. As a result, the presented image may contain a portion of data from a previous exposure. In general, this would be obvious to the user since the presented image would either contain obvious artifacts or different anatomy than expected. Field service evaluation- customer note (B)(6) 2026, 14:42:33, (B)(6) . Issue reported: timing out after radiation equipment type and model: schick ae usb interface serial number: (B)(6). Confirm sensor cable color: grey acquisition software & version: es v24.20 issue in one or all rooms: all other sensors work with working remo tes in room(s) with issue: y. Pc name: restorative-2 schick driver version (programs and features): remote fw/fpga version: 1.5.14 0 sensor fw version: n/a. If remote issue: 2.0 or 3.0: tried different usb cable/usb port/bypassed usb hubs/extenders: y 3.0 r emote: tried on a 3.0 and 2.0 usb port/cable clip connected: y if sensor issue, replaced elastomer: na if sensor issue, tried diff erent sensor cable: na. If no response to radiation, confirmed xray head functional: na. Solution description (B)(6) 2026 , 10:13:56 , (B)(6). Solution description: patterson issued a replacement remote

Event description:
While the customer was using a part of an intraoral sensor system, schick ae usb interface, they allege there was a device response issue where the x-ray image was not captured after radiation has occurred (no device output). No injury was reported from the alleged event.